Manufacturer narrative:
The log file evaluation revealed several power on/off instances for the date of event which is consistent with the reported reboot. The dispatched fse has replaced the power supply, the mains switch with cable and the processor board i.e. All parts that can be put in causal connection to the unexpected shut-down. The device passed all tests afterwards and was released again for service on patients. The replaced parts were inspected and tested by the manufacturer. It turned out during an endurance run for several days that contamination found at the contact areas of the mains switch resulted in sporadic contact problems. The net effect for the user in a situation as described will be a temporary outage of automatic ventilation for about 15 seconds while manual ventilation remains possible and mandatory external monitoring remains unaffected. Device and patient are under constant supervision of a trained person who will realize the problem immediately: the display blanks out and the device will issue a power-fail alarm. There are in total 6 cases known resulting in a field failure rate of less than 100ppm.

Event description:
Please refer to initial MFR. Report #9611500-2015-00262.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report. Investigation is still on-going.

Event description:
It was reported that during a case, the machine shut down and then rebooted. There was no patient injury reported.